Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported vai phone call that they experienced high blood glucose. Customer reported their blood glucose was 485 mg/dl. Customer reported feeling bad from their high. The customer also reported having a bent cannula with the infusion set. Customer also reported having issues with the reservoir. The customer stated it appears something was stuck in the reservoir when attempting to add air into the reservoir. The customer declined to troubleshoot for their high blood glucose. The customer agreed to return the reservoir for analysis.